Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. After approximately one week, leaking was noticed around the insertion site. A pin hole was noticed two centimeters below the suture wing. The PICC line was replaced.